Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the locking tabs, on the chuck end of the device, fractured off and was not returned. The tab on the opposite side was cracked. The device was manufactured in 2006 and exhibits signs of extensive wear/ usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to reduce the occurrence of this failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the t handle broke while using and will not connect well to hex drivers. The procedure was completed without delay using a s&n back-up device. No broken pieces fell or were left inside the patient's wound. The final outcome was good.